Manufacturer narrative:
Product ID: 8711, lot# j11285r31, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the system was explanted due to (B)(6) infection. A new implant was scheduled. The pump was delivering lioresal. Additional information has been requested but was not available at the time of the report.

Event description:
Additional information reported a new pump and catheter were implanted on (B)(6) 2013. The procedure went very well.